Event description:
During device evaluation on a returned sample of a small volume folfusor, no flow of fluid was observed coming from the device. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 22, 2023 ¿ april 25, 2023. The device was received for evaluation. A visual inspection was performed, and white drug precipitate inside the tubing line was observed. No evidence of fluid was observed flowing out at the distal end of the flow restrictor. Force prime attempted to revive flow, but flow was not observed. When the flow restrictor was disassembled and examined, evidence of crystallized drug was observed blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause was determined to be from use error from the drug precipitate. The product label (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.